Manufacturer narrative:
At the user facility's request, medisystems has provided product information and training materials for av fistula needles with anti-stick needle protector. Medisystems clinical specialist will provide onsite staff inservice.

Event description:
User facility reports one needlestick incident that occurred at the end of pheresis procedure when the needle was being removed. The needlestick site was cleaned and rn placed an antiretrovirals. Unit changed to guarded needles at the beginning of 2007 and staff did not receive any training or inservice on use of the anti-stick needle protector.